Event description:
It was reported a critical alarm was occurring. The alarm was heard and confirmed via telemetry to be due to zero milliliter (ml) reservoir alarm reached. The pump had been empty since (B)(6) 2015 per pump event logs. It was noted the patient never went through withdrawal. This was the first time this particular healthcare professional (hcp) saw the patient; their previous refilling hcp was from (B)(6). It was reported the hcp decided not to refill the pump on the date of this report because it had been empty since (B)(6), and was going to wait until the patient's son returned home to replace the pump, which would reach end of service (eos) on (B)(6) 2015. The pump was used to deliver prialt. Bupivacaine and morphine were noted as "current" medications, but information suggests the pump remains empty. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).